Manufacturer narrative:
The device was not returned, however a photograph of the device was provided by the complainant. The photo shows the tip has twisted and broken off. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions for proper device usage. The cause of this event could not be determined.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during final tightening of a set screw at the right side of s1, the shaft of the torque wrench fractured wherein the tip was lodged within the set screw and could not be removed. The patient retained a foreign body.